Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringes had an off-white spot stuck to the inside of the syringe. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
One open 1ml ll packaged syringe with tip cap was received and confirmed to be from batch #8001738 (p/n 309628). The sample was visually evaluated. The syringe was found to have a small white bubble located in the barrel wall above the 0.1 ml marking and one opposite the 0.2 ml marking. Both are embedded in the barrel wall and are smaller than level 3 in size, which is an acceptable condition per specification. They are considered to be a cosmetic defect. Based on the evaluation performed the defect, as noted by the end user, cannot be verified. DHR review for batch 8001738 (p/n 309628). Manufacturing dates: 01/14/2018 to 01/15/2018. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8001738 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the evaluation performed the defect, as noted by the end user, cannot be verified.